Event description:
It was reported by repair work order that one of the emt's dropped a patient while on this cot but no injuries were sustained. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.